Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Communication/interviews: (4111/213). The getinge emergency support that received the call, was able to troubleshoot the unit during the initial phone conversation with the nurse that reported the issue. The emergency support was informed that the cab case was over and the patient was being prepared to go to the ICU. Since the patient was on pressure trigger, the customer was not using esis cables. The emergency support instructed the nurse to change the patches again and use conductive jelly. When the patches were placed on the anterior thorax, the problem was solved. The customer did not request service because the emergency support was able to help them in solving the issue. Upon completion of our investigation, a supplemental report will be submitted. Service was completed by phone call.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) does not have ECG signal. There was no report of patient harm, serious injury or adverse event.